Event description:
Spontaneous call from pt who reports alarm on pump. Could not troubleshoot. New pump sent. No interruption of therapy as backup pump functioning. No other info provided. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.